Event description:
It was reported that there was an issue with the patient programmer. The patient was not able to make adjustment to stimulation. Poor communication screen was noted. They do not use a patient programmer antenna. Issue started last night after they increased stimulation to 3.3 and were not able to decrease. The patient initially felt a shocking sensation which subsided and it was confirmed the patient was no longer feeling stimulation sensation. It was then noted that the patient's husband was able to make communication and adjust stimulation but expressed concern that this will continue to happen. It was reported that won't do telemetry with or without antenna. It was noted stim was too high and patient got little shocking jolts. If additional information is received, a follow up report will be sent. Analysis of the programmer showed that complaint was unverified. Resoldered the antenna jack as a preventive measure.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v738951, implanted: (B)(4) 2012, product type: lead. (B)(4).